Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the harmonic probe jaws are not able to open up during the surgery on its first use. It did not happen with one piece but with two pieces. Unknown how case was completed. There were no adverse consequences for the patient.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained through the femoral artery. The physician was treating a 100% stenosed lesion located in the moderately tortuous and severely calcified, approximately 3mm in diameter, superficial femoral artery (sfa). This 1.5mm x 20mm x 143cm sterling es monorail balloon catheter was used for pre-dilation. The balloon ruptured on the first inflation at 6atms. The amount of seconds inflated is unknown. The device was removed from the patient intact. The procedure was completed with an otw 1.5mm sterling es balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during an unknown procedure, the jaw with the white tissue pad pulled off during the procedure. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Added additional information device a was returned in good physical condition and with body fluids present. The device was tested with a generator and was functional. The clamp arm was tested and it opened and closed properly. There were no anomalies noted with the functionality of the device. Mfg date 4-13-09. Exp dare 3-13-14.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Horse collar the analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. However, during functional testing it was noted that the clamp arm was not able to be closed properly. Further functional testing could not be performed due to the condition of the returned device. The device was disassembled to inspect internal component and the horse collar was found to be damaged, not allowing the clamp arm to work as intended. No conclusion could be reached as to how the horse collar became damaged.